Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device. Per dfu-0242-7 english rev. 0, f. Warnings 12. Do not make contact with an arthroscope during activation of the rf probe as it may damage the rf probe and/or scope.

Event description:
On (B)(6) 2023, it was reported by a sales rep via email that an ar-9821, apollorf¿ xl90, aspirating ablator 90° burns telescope. This occurred during shoulder arthroscopy on (B)(6) 2023. Procedure was converted to open one and was completed successfully. There was no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.